Event description:
Patient reported a left side deflation, "left nipple is higher than the right nipple," and "when flexes arms the right implant would go up and the left implant would go down." Device has been explanted. This represents the left side.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/19/2015. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, "left nipple is higher than the right nipple," and "when flexes arms the right implant would go up and the left implant would go down." Device evaluation: opening, crease fold, wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as unidentified (tear) opening.